Event description:
The advocate stated that she opened the customer's new contour kit and found the cap open on the sample bottle of the test strips. The test strips were not used, so no adverse events were alleged. The test strips were to be returned for evaluation, but the customer had already disposed of them. Replacement test strips were sent to the customer.